Event description:
International regulatory agency reported that a patient presented with an inflammation, infection and fistula following intestinal cancer excision. The suture was excised at various times. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.